Event description:
The customer contacted baxter's service center regarding an alarm, which occurred on the homechoice (hc) during drain 1. The care giver (cg) stated that a supply bag had leaked out everywhere in the previous dwell. The cg stated that the clamp on an unused supply line was left open and the solution from the other supply bag on the y-line came out. The cg stated that she got the alarm and noticed the leakage, so she ended therapy and was going to start over with new supplies, but needed assistance. The technical service representative (tsr) walked the cg through ending therapy and advised her to call the patient's registered nurse within the next 24 hours and let her know what happened. The cg understood the explanation, ended therapy, and would start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the home patient on (B)(4) 2012. He stated that the leak was coming from the supply line only. He stated that the clamp was closed and the line was still capped, but solution had still came out of the line. There were no samples available and he did not recall the lot number. Therapy since has been going well, and there were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). This report of a leak was not confirmed. The root cause could not be determined. The sample was unavailable and the lot number was unknown, therefore, no evaluation or batch review could be performed.